Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar spinal canal stenosis type of procedure or technique used: olif (oblique lumbar interbody fusion) levels operated: l2/5 it was reported that intra-op, when curetting the intervertebral disc, the shaver broke from the base of the tip. The intervertebral disc was narrow, and bone sclerosis seemed to be on vertebral body. When the physician rotated the shaver by one hand, the shaver broke. About 45mm of the shaver remained in the intervertebral disc. The position of the broken part was confirmed using an o-arm, and it took two hours to remove the broken part of the shaver using curette or forceps. The issue was dealt with another shaver. There was a delay of more than one hour in overall procedure time as a result of this event. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed the tip of the shaver has been twisted and broken off. It appears the tip was overloaded when used. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.